Event description:
An altitude alarm was reported on a pump, which led to the suspension of insulin delivery for the customer. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl. The customer received instructions from technical support to remove obstructions, clean the speaker holes, and attempt different methods to resume insulin delivery, including loading a new cartridge. Despite these efforts, the alarm recurred, and the customer planned to wait two hours for potential moisture evaporation before calling back for further assistance.